Event description:
During insertion of a screw for a closed reduction mandible fracture the screw broke off just below the head, leaving the shaft of the screw in the pt's mandible. A second procedure was performed the same day to remove the screw shaft and replace it with another screw.